Event description:
It was reported that during the procedure for the replacement of the device due to elective replacement indicator, the left ventricular lead had normal testing values while testing with the analyzer. The physician noted that the insulation just distal to the pin connector was missing. A sleeve was placed around the lead and filled with silicone. The lead was tested again within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD, implanted: (B)(6) 2011. (B)(4).